Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance issue. This rv lead was replaced with same model. No additional adverse patient effects were reported. Additional information indicated that this lead had exhibited lead dislodgement and was confirmed through fluoroscopy. This lead was discarded.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance issue. This rv lead was replaced with same model. No additional adverse patient effects were reported.